Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number or catalog number was not reported. The sample was not returned for evaluation; therefore, the complaint could not be confirmed.

Event description:
Customer complaint alleges "the laryngoscope light is not glowing when the blades are attached". Alleged malfunction reported as detected prior to use on a patient during inspection/functionality testing. No report of patient harm.

Manufacturer narrative:
(B)(4). Device reported as "truphatek green spec reusable handle set". No material number provided. The device involved in this complaint has not been received by the manufacturer at the time of this report. It is unknown if the device is available for investigation. Additional information has been requested from the reporter. To date no response has been received. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the laryngoscope light is not glowing when the blades are attached". Alleged malfunction reported as detected prior to use on a patient during inspection/functionality testing. No report of patient harm.